Event description:
Event description boston scientific crm received information that the patient with this pacemaker had passed out yesterday and was in the hospital. The local representative checked the device. There is an episode of ventricular tachycardia at around 180bpm on a stored electrogram. The caller is unsure if the episode occurred at the same time as the patient's syncopal event. The caller tried to identify p-waves in ddd mode but was unable to measure them at the maximum sensitivity.